Event description:
It was reported a spectrum pump would not turn off unless the battery was removed. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported condition, pump wouldn ot turn off unless the battery was removed, was confirmed through the device investigation. It was observed when attempting to power the unit off, a "powering off- close door" alarm. Upon the display of this message, all power had to be removed to power the device off. This condition was caused by loose link screws. The link screws were replaced.